Manufacturer narrative:
Model number/catalog number: sc-2108-70m, serial number: (B)(4), batch/lot number: 10671, model/catalog description: scs lead kit, phase 2 sterile package. The explanted devices were not returned to bsn as they were kept by the medical facility.

Event description:
A report was received that the patient was experiencing inadequate pain relief due to the left lead having a high impedance. The patient underwent a revision procedure wherein the leads were replaced. The patient was doing well post operatively.